Event description:
Tpn (total parenteral nutrition) was infusing via channel b of an alaris medsystem iii at 2.7 cc/hr. A new tpn bag was hung at 2200 and at 2300, when the rn noticed the tubing was kinked but the pump had not alarmed. Pt's blood sugar had dropped from 43 at 2200 to 13 at 2300. Re-creation of the incident showed that channel b did not alarm when kinked at such a slow rate. (It is not known if the alarm would have sounded had the infusion rate been higher or how high the infusion rate would have to be to trigger the alarm. That type of testing was deferred to the MFR). The pump only alarmed when the tubing was clamped with hemostat for 10-15 minutes. (The pump was on the neonate setting. As a result of the failure, the pt experienced an immediate drop in blood glucose. The unit has been using this pump for approx 1 year. There have been channel problems with this pump as a result of staff using an instrument to adjust settings rather than using their fingertips. No other incidents have been reported. There were no unusual circumstances nor activities surrounding this incident. User error and/or lack of training were not identified as issues with this event. There are no occlusion sensors above or below the pump. Sensors are not part of the design of the pump tubing. The kink in the tubing was immediately below the tubing outlet of the pump. It is not known if the insert or packaging info has minimum or maximum rates to set the pump. The tubing used was designed specifically for use with this device. The pt expired weeks later, but not as a result of this event.